Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) will be explanted within the next few months due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains in service, so therefore will not be returned to boston scientific at this time for laboratory analysis. There is no additional information. Should additional information become available, this report will be updated.